Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized with a blood glucose level of 400mg/dl, vomiting, irregular heartbeat and inability to stand. The patient had discontinued pump therapy on (B)(6) 2013 after their pump was thrown from a second floor balcony by a child. The pump suffered severe damage and the patient was unable to use the pump. The next day the patient was hospitalized. It is unknown if the patient went on a backup plan after the pump was damaged. The patient currently has an alternate method of insulin delivery. This report is being made based on the indication that the patient was hospitalized due to inability to use the pump following it being damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated being disconnected from the pump at the time of the event related to trauma to the pump.